Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc could not duplicate the reported phenomenon using the subject device and a normal endoscope. However, as it was reported in the MDR of MFR.#8010047-2020-10530, omsc could duplicate the reported phenomenon using the endoscope with the model ltf-s190-5 (olympus). Omsc found that there was a crack at the adhesive of the ccd filling part of the endoscope. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the evaluation, it is surmised that the reported phenomenon was attributed to the failure in the imaging unit of the endoscope due to unexpected physical stress.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation for use, error b30 (scope communication error) was displayed and the endoscopic image disappeared. The user replaced the device with another device and completed the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.